Event description:
Device was generating recurrent cartridge/adapter alerts. While attempting to resolve the concern, reporter discovered that the insulin cartridge had leaked inside of the device's cartridge chamber. Reporter stated that previous insulin cartridges have leaked inside of the device as well. Pt's blood glucose was elevated (~300 mg/dl), which reporter attributed to being off of the device, while troubleshooting. Reporter treated pt with an insulin injection.